Manufacturer narrative:
The reason for this revision surgery was the cup going through acetabulum. The length of in vivo service was 3 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: (B)(4) dislocation, (B)(4) instability and looseness, (B)(4) trauma, (B)(4) wear, (B)(4) pain, (B)(4) infection, and 1 revision for patient anatomical issue. This is the (B)(4) complaint against this lot number. The root cause was not reported and could not be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the cup going through the acetabulum; the surgeon changed out the head.